Event description:
It was reported that a patient underwent an unknown spinal procedure with hardware instrumentation. At an unknown time post-operatively, the patient "heard a strange noise in the back" and returned to the or. A revision surgery was done and it was discovered that the rod had migrated and the set screw was loose. New hardware was implanted and the patient is said to be doing well. No further details are known at this time.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Manufacturer narrative:
Analysis of the returned device shows that no pre-existing defect was found on the returned implants which could be responsible of the event. The observations confirm the sliding of the rod. One reason may be the improper bending of the rod. In such condition, when the patient stands up, realignment of the rod into the rod canal may happen inducing slippage and setscrew loosening.